Event description:
This is filed to report the gripper actuation issue. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation grade 4 with a prolapsed anterior leaflet. One clip was implanted in the a2/p2 central position with no reported issue. A second clip delivery system (cds) was positioned in the left atrium and gripper orientation was done. During gripper orientation it was noted that the anterior gripper did not move. Troubleshooting was performed, however the issue remained. The cds was removed from the patient with no reported issue. Another clip was used and successfully implanted in the lateral position (a2/p2) reducing mr to grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (single gripper actuation issue) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the device analysis, a cause of the reported difficult to open or close (gripper actuation ¿ single) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.